Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room (ER), by ambulance with a blood glucose (bg) level of 22 mg/dl. Reportedly, the customer lost consciousness. Customer was treated with intravenous fluids of saline and dextrose to address the elevated bg. Reportedly cause was due to a bolus delivery issue. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.